Manufacturer narrative:
The reported complaint of "while the autopulse platform (sn: (B)(6)) was attempted to be removed from the patient, the lifeband (lot # unknown) snapped off, and the band clip remained stuck into the white disc of the platform" was not confirmed during visual inspection. No lifeband clip parts were observed in the encoder shaft. The reported complaint of "the autopulse platform (sn:(B)(6)) displayed a user advisory (ua) 20 (position out of range) error message" was confirmed during functional testing and during archive data review. The root cause for the ua20 error message was due to the driveshaft not to be at "home" position, most likely attributed to unintended user error. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the drive shaft is not restored at the home position. Visual inspection of the returned platform was performed, and no physical damage was observed. Also, no lifeband clip parts were observed in encoder shaft. During archive data review, multiple ua20 error messages were observed on the reported event date, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to ua20 error message displayed upon powering on; thus, confirming the reported complaint. Multiple turns were required to rotate the driveshaft back to "home" position to address the observed user advisory. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
While the autopulse platform (sn: (B)(4)) was attempted to be removed from the patient, the lifeband (lot # unknown) snapped off, and the band clip remained stuck into the white disc of the platform. The autopulse platform displayed a user advisory (ua) 20 (position out of range) error message. Per customer, ua20 could not be cleared due to the lifeband damage. Nevertheless, the platform and the lifeband were successfully removed from the patient. No consequences or impact to patient. Please see the following related MFR report: MFR # 3010617000-2020-00216 for lifeband (lot # unknown).